Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric cancer procedure the staples could not be fired or formed. There was no pt consequence.